Manufacturer narrative:
The insulin pump was received with no button response and a button error alarm due to corroded keypad traces. There was also physical damage on the pump: cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and a cracked belt clip slot.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 180 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that he wears the pump in his shirt. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.